Manufacturer narrative:
Concomitant medical products: dtma1qq ICD, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while prepping for the placement of an left ventricular assist device (lvad), it was noted that the right ventricular (rv) lead had perforated, resulting in tamponade. Additionally, the right atrial (ra) lead was found to have dislodged. The ra lead was explanted and not replaced as the patient was determined to be in chronic atrial fibrillation (af), and the rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.